Event description:
The customer states the left screen is not working. No patient injury was reported.

Manufacturer narrative:
The ge service rep installed the new left monitor. The system is operating as intended.